Manufacturer narrative:
(B)(4). The hospital was found at: (B)(6) hospital. (B)(6). (B)(4). Complaint sample was evaluated and the reported event was confirmed. Returned instrument found to exhibit signs of repeated use (nicked / gouged) and has fractured on the lateral side. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a fractured instrument was discovered following sterile processing. There was no patient involvement.